Manufacturer narrative:
H10: h2: additional information on b5 and h6 (health effect - impact code).

Event description:
It was reported that during an arthroscopy surgery, while deploying the healicoil anchor, it failed to maintain tension and one piece of the proximal anchor broke off. The broken piece was removed from the patient using tweezers. The procedure was completed with non-significant surgical delay, by changing the surgical technique. The surgeon used xtendobutton instead to fix root meniscus. No further complications were reported. The status of the patient is stable.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an arthroscopy surgery, while deploying the healicoil anchor, it failed to maintain tension and one piece of the proximal anchor broke off. The broken piece was removed from the patient using tweezers. The procedure was completed with non-significant surgical delay, by changing the surgical technique. Buttons were used to fix the root meniscus. No further complications were reported. The status of the patient is stable.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).